Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the ceramic sleeve had a piece broken off at the distal end. The broken piece is approximately .070 x .090 in size. The sleeve also exhibits scratch marks below the broken section. It was determined that the damage is likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that after a da vinci s procedure was performed, the sterile processing department observed that a piece of the protective cautery sheath was missing from the permanent cautery spatula instrument. It is unknown if the missing piece had fallen into the patient during the surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.